Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced phrenic nerve palsy post procedure. There was phrenic nerve palsy post procedure. They never found phrenic during procedure and they also couldn't capture it at the end of the procedure. They believed the patient had an x-ray where they watched what it looked like when the patient was breathing post procedure and they discovered the "left sided phrenic nerve was taken out." No medical intervention was provided to the patient. The patient is stable and slowly recovering. The patient has seen small improvements since the procedure. The physician's opinion on the cause of the adverse event was procedure related.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).